Manufacturer narrative:
A review of the device history record showed no anomalies for this batch of product. Since no product will be returned for investigation, it is not possible to determine a root cause for the incident.

Event description:
When doing a phaco vitrectomy a piece of plastic came out the phaco sleeve during surgery. It was not a chunk of the sleeve itself but appeared to be some excess plastic that came from the threaded part of inside of sleeve. The piece was in fact aspirated by the phaco system, and there was no harm, but this is not something he has seen before with phaco-sleeves.

Manufacturer narrative:
An investigation of the complaint article will be initiated by dorc, as soon as it is provided.

Event description:
When doing a phaco vitrectomy a piece of plastic came out the phaco sleeve during surgery. It was not a chunk of the sleeve itself but appeared to be some excess plastic that came from the threaded part of inside of sleeve. The piece was in fact aspirated by the phaco system, and there was no harm, but this is not something he have seen before with phaco sleeves.